Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was 965 mg/dl; treated with saline and insulin drip. Customer does have a back up plan; manual insulin injections. It was stated that the customer could not be discharged until the insulin pump was tested. Customer experienced weakness and nausea. During troubleshoot, it was stated the drive support cap is recessed. An air bubble was found in the tubing. Fixed and manual prime were performed successfully. Customer did not find an insulin leak. Basal rates and bolus wizard are set up correctly. Customer stated the cannula is not occluded. Customer was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.